Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the cuff was too large; therefore, a surgical procedure was performed to remove the component and implant a smaller one. There were no further patient complications reported.